Event description:
It was reported that a piece of the sheath introducer broke off during use causing pulmonary embolism. The site reported to the distributor, "that during a mdt implant procedure on (B)(6) 2012, the radiopaque marker on the distal tip of the worley standard long catheter (model csg/worley/l/bcor-1-09) fell off in the heart and traveled to the lungs where it caused a pulmonary embolism." The report states, "the patient survived."

Manufacturer narrative:
The site provided the information to st. Jude medical (sjm) on an unspecified date. Sjm returned the sample to the ge healthcare manufacturing site on (B)(4) 2012, without enclosed event information. Sjm provided event information to ge healthcare on (B)(4) 2012. Ge healthcare visually examined the returned complaint sample. The distal soft tip segment and a portion of the adjoining radiopaque (ro) segment had been separated from the shaft. Only the shaft with some ro material present was returned. The shaft/ro joint appeared to be intact. The inner diameter of the shaft was examined and no signs of misuse or manufacturing flaws were noted. The separation occurred in the ro section which was not returned with the complaint sample, therefore, the root cause could not be determined. A device history record (DHR) review was conducted. The DHR indicates the proper materials and manufacturing methods were used to produce this lot of materials. Retained device samples were evaluated and were within manufacturing specification. The physician involved in the reported event was contacted multiple times, however no additional information has been obtained to date. If additional information becomes available, a follow-up MDR will be submitted.